Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to unit continues to ventilate and alarms remain functional. Reported complaint will be noted during preuse testing, as contained in the user manual.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in does not power on. There was no patient involvement.